Manufacturer narrative:
Product complaint #(B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery for distal humeral fracture. During the surgery, after the inner plate was placed, the drill bit broke when drilling at the distal hole of the plate. The broken part of the drill bit was removed, and the surgery was completed successfully within 30 minutes delay. No further information is available. This complaint involves one (1) device. This report is for (1) 2.0mm drill bit with depth mark/qc/140mm. This report is 1 of 1 for pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: part: 323.062, lot: 84p1512, manufacturing site: bettlach. Release to warehouse date: february 02, 2021. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that drill bit ø2 w/double marking l140/115 3 tip was broken. We received both the pieces. No other issues were identified. The dimensional inspection was performed for the drill bit ø2 w/double marking l140/115 3 the observed broken condition of the components is consistent with the complaint condition. The device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of drill bit ø2 w/double marking l140/115 3. While no definitive root cause could be determined, it is probable component was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawing reflecting the current and manufacture revision was reviewed: drill bit for quick coupling dimensional inspection: measured dimensions: diameter of the drill shaft: conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.